Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 000150, marked guidewire (2/cs), was being used during an egd dilation procedure on (B)(6) 2023 when it was reported, ¿distal spring tip kink after they were pulled out of an endoscope for a dilation procedures that were performed.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with an alternate device causing a 10-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 4 devices for this lot number and failure mode. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 000150, marked guidewire (2/cs), was being used during an egd dilation procedure on (B)(6) 2023 when it was reported, ¿distal spring tip kink after they were pulled out of an endoscope for a dilation procedures that were performed.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed with an alternate device causing a 10-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.